Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread broke away from the needle when penetrating the tissues, during a prostatectomy. There was no patient injury. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue and closed as confirmed after analysis. We manufactured and distributed in the market 5,616 units of this code-batch. There are no units in our stock. We have 27 closed sample for analysis. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, there were no incidences related to this issue and this batch was released into the market fulfilling usp/ep and b. Braun surgical requirements. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.